Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped, and subsequently an unexpected reset occurred. Reportedly, upon the pump being turned back on the pump time and date were noted to be inaccurate. The customer's blood glucose level was 240 mg/dl. Reportedly, the pump time and date were adjusted, and the customer loaded a new cartridge onto the pump and resumed insulin delivery.